Event description:
A male pt reported using renu with moistureloc multi-purpose solution was diagnosed with fusarium keratitis that initially determined by a physician as corneal infiltrate that progressed to a corneal ulcer. His symptoms of eye pain, extreme light sensitivity and blurred vision began in 2005. The pt stated that since then he went to 27 clinic visits over the course of 3 months and underwent an intensive treatment of multiple eye drops. According to a physician, the pt presented two days later, with a diffuse corneal infiltrate with edema. Vigamox prescribed for 2-3 days. The pt was referred to and seen by another physician four days later. For further eval and treatment. The pt was treated for cl related ulcer initially thought to be bacterial. A second corneal scrapping done and cultured, and found positive for fusarium. Natamycin was prescribed to control the infection. Corneal scar was noted as permanent damage, which requires the pt to wear rgp lenses for best va. The pt is still under natamycin treatment.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evals met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.